Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse stated that patient was rewarming in the arctic sun device, and seemed to be rewarming fine, but the past two hours had been closer to 0.1c/hr instead of the set rate of 0.25c/hr. Patient temperature pt was 33.7c, target temperature tt was 37c, water temperature wt was 31.6c, flow rate fr was 3.3l/m, heater command (hc) was 9 percentage. System hours were 1159 and pump hours were 937. (Started on this device 10:30 currently 14:00; cooled and began rewarming on another device). Patient seemed to be rewarming too slow, so they switched devices, but now seem to be having same issue. When confirming rewarm rate, the rewarm from was 34.1c. Had nuse change rewarm from to current patient temperature. Confirmed patient temperature on secondary source. Spoke with biomed. And they suggested to rebooting device as it seemed like the device was not communicating to the heater. Had nuse reboot and begin rewarming from current patient temperature. Called a few hours later and confirmed patient seemed to be rewarming closer to the 0.25c/hr range.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse stated that patient was rewarming in the arctic sun device, and seemed to be rewarming fine, but the past two hours had been closer to 0.1c/hr instead of the set rate of 0.25c/hr. Patient temperature pt was 33.7c, target temperature tt was 37c, water temperature wt was 31.6c, flow rate fr was 3.3l/m, heater command (hc) was 9 percentage. System hours were 1159 and pump hours were 937. (Started on this device 10:30 currently 14:00; cooled and began rewarming on another device). Patient seemed to be rewarming too slow, so they switched devices, but now seem to be having same issue. When confirming rewarm rate, the rewarm from was 34.1c. Had nuse change rewarm from to current patient temperature. Confirmed patient temperature on secondary source. Spoke with biomed. And they suggested to rebooting device as it seemed like the device was not communicating to the heater. Had nuse reboot and begin rewarming from current patient temperature. Called a few hours later and confirmed patient seemed to be rewarming closer to the 0.25c/hr range.